Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. In addition, components j1002aa and j1003aa on the defibrillator pca and components l2, c7, j1003bb, and r46 on the computer/analog boards were contaminated. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contaminated components was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. Monitor sn (B)(4) mfg. Date: 12/12/2014. Electrode belt sn (B)(4) mfg. Date: 01/21/2014. Battery sn (B)(4) mfg. Date: 05/29/2018. No adverse event resulted from the defective monitor, electrode belt, and battery.

Event description:
A us distributor reported that a patient's monitor abnormally shutdown, that the patient's battery was causing battery faults, and that the patient was receiving service code 204 (monitor/belt unusable).